Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/26/2024, it was reported by a sales representative via email that two ar-1926bcsp biocomposite pushlocks and an ar-2325pslc peek swivelock had issues. The first ar-1926bcsp biocomposite pushlock eyelet bent and broke off the inserter when it was being malleted down. The second ar-1926bcsp biocomposite pushlock was malleted down, but it was difficult to breach the cortical surface of the bone. Once it reached the cortical bone, the anchor body split in half around the self-punching eyelet. The ar-2325pslc peek swivelock was used to fill the bone socket the ar-1926bcsp biocomposite pushlock created. However, the anchor pulled out of the bone. A 4.75 mm swivelock was used to complete the repair. This was discovered during a cuffmend procedure. Additional information received on 7/2/2024: the surgery was performed on (B)(6) 2024. All broken fragments were removed. The case was completed using an ar-2324psp peek swivelock.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.